Event description:
Clip was placed through scope and opened over the sigmoid polypectomy site. Clip then partially closed and bent 90 degrees despite md not maneuvering it. Clip was then closed and brought back through the scope. This was repeated again and when the clip again bent 90 degrees and wasn't deployed, the clip was removed intact through the scope and a new one was used. The new item worked smoothly, and the polypectomy site was easily clipped.